Manufacturer narrative:
Investigation summary: tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. Root cause: cannot duplicate with retain testing. Source: email.

Event description:
Reported 1 false positive result (unknown symptomatic or asymptomatic). No confirmation stated. Multiple attempts were made to contact the customer for more information. The customer was unresponsive.